Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited radio frequency identification (rfid) showing wrong serial no and model name and bending section cover had clotting protein. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 09 years since the subject device was manufactured. Based on the results of the investigation, a definite root cause that led to "radio frequency identification (rfid) data records information for a different model" malfunction could not be determined. The rfid was replaced to resolve the issue. The foreign material found on the bending section cover was determined to be protein, likely resulting for insufficient reprocessing of the device. Instruction for use warns about inappropriate reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them¿ for event bending section cover has clotting protein. Olympus will continue to monitor field performance for this device.